Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdrs0067 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asdrs0067) have been reported from the same facility in (B)(4).

Event description:
It was reported that five port needles cracked at the connector (white rotating screw joint). This report addresses the third needle.